Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR # 2916596-2023-07700. It was reported that the patient had a driveline communication fault alarm. The alarm was silenced but the alarm returned and continued every 4 hours. Upon visiting the clinic, a left ventricular assist device (lvad) interrogation was performed and it was found that the data cable would not communicate the lvad parameters. A modular cable and controller exchange was performed, resulting in a pump stop with an immediate restart with the new modular cable and controller. After the exchange, data was successfully transmitted to the heartmate touch from the new controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the data cable not displaying parameters and being unable to transmit log files was confirmed via evaluation. A review of the log files contained data spanning approximately 14 days (13oct2023 - 24oct2023, 01nov2023, and 01jan2000 per timestamp). On 24oct2023 from 13:37:15 ¿ 13:58:31, while connected to the power module, the voltage on the white power cable was lower than the expected 14v. The voltage ranged from 13.06v ¿ 13.36v and resolved once the white power cable was briefly disconnected and reconnected at 13:58:41. Pump operation was not affected. The returned heartmate 3 system controller (s/n: (B)(6)) underwent functional testing. Upon connecting to the system monitor, the controller was unable to communicate. The power cables underwent continuity and insulation testing and did not pass. The white power cable¿s orange wire, transmission communication, was observed to be an open line and multiple wires in both power cables measured at an increased resistance, indicating conductor breakdown. The white power cable was cut open and the orange wire was found to be broken. The power cables were replaced with test power cables in order to continue evaluation. The system controller underwent functional testing and passed without issue. The controller was connected to a mock circulatory loop and was able to operate the system for an extended period of time. A root cause for being unable to receive data was determined to be the damage to the transmission communication wire of the white power cable. A root cause of how the damage occurred was unable to be conclusively determined. Heartmate 3 patient handbook, rev. D, section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use, rev. C, section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use, rev. C, section 3 entitled ¿powering the system¿ and heartmate 3 patient handbook, rev. D, section 3 entitled ¿powering the system¿ instructs the patient on how to properly switch between power sources to prevent loss of power. Heartmate 3 instructions for use, rev. D, section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook, rev. C, section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.